Event description:
Physician reported ruptured device. Patient reported also having infection after explanation. Left side. Device removed.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the shell and an opening. Device patch with lot number 2805334, catalog number n-trm345. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.

Event description:
Physician reported ruptured device. Patient reported also having infection after explanation. Left side. Device removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for unknown side. Device status is unknown.